Event description:
It was reported that this right atrial (ra) lead exhibited high pacing threshold. This lead was surgically abandoned, and a new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited high pacing threshold. This lead was surgically abandoned, and a new lead was implanted. No additional adverse patient effects were reported. Additional information received indicated that the suspected cause of high pacing thresholds was lead calcification. This lead was surgically abandoned, and a new lead was implanted. No additional adverse patient effects were reported.